Event description:
Previous medwatch submission noted rupture. Upon further information, allergan has determined that this record is a duplicate record. Please see pr 2852606 as the operating record related to this complaint.

Manufacturer narrative:
Device information provided in operating record, pr (B)(4), is not PMA approved.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported left side rupture. Device remains implanted.